Event description:
A customer contacted beckman coulter inc (bci) regarding one glucose (glu) patient result generated by the unicel dxc 600 pro synchron chemistry analyzer that was erroneously high when run in duplicate. The result was confirmed on an alternate analyzer prior to reporting outside the laboratory. The original glucose (glu) result was 141mg/dl. A rerun on the same analyzer yielded 131mg/dl. Rerun on an alternate analyzer gave a result of 128mg/dl. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the glucose accusense electrode. The root cause appears to be the electrode. The part is being returned to bci for further investigation.